Event description:
It was reported that the patient's stimulator was show the early replacement indicator (eir) at 45 days. The device was typically set at 5.8-6.2 during the day and was turned down or off during the night. The patient was on her first vacation in 4 years because the therapy really worked for her. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.